Event description:
Procedure: lower anterior resection w/ end to end anastomosis. According to the report: malformed stapling occurred. Handle could be fully squeezed. Another device was used to redo the anastomosis. There was no bleeding reported. Any fallen pieces could be retrieved, however, the procedure was extended more than 30 mins.

Manufacturer narrative:
Date initial report sent: 10/08/2009.